Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 09:09:34. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device; these tests were successfully performed. A visual inspection determined there were no reported issues. A service history review revealed all testing specifications were met during prior service events and the successfully passed the homechoice final test and calibration prior to its release to the customer. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.